Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the detachment of the freestyle libre sensor issue and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported her adc freestyle libre sensor fell off after days 3 of wear. The customer further reported she was unable to monitor her blood glucose and experienced a loss of consciousness. The customer had contact with a healthcare professional who diagnosed the customer with hypoglycemia and treated with glucagon. There was no report of death or permanent impairment associated with this event.